Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic probe's sheath was in several pieces. The issue occurred during reprocessing. There were no reports of patient harm.

Event description:
There is not additional customer information.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d9, h2, h3, h4, h6 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the issue is associated with a fracture related problem and the cause is traced to component failure, but a more definitive cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.